Event description:
It was reported that during the implant procedure, high impedance was noted through the analyzer. When connected to the device, oversensing was noted. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): device returned but no anomalies were found.